Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd 2 pc 10ml discardit ii¿ syringe w/o needle leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: ¿leakage at the plunger of the syringe: liquid / runs through the plunger, it cannot be guaranteed if the patient received the correct amount of medication. Samples were sent to (B)(4).¿

Manufacturer narrative:
H.6. Investigation: bd has been provided with a sample for catalog 309110 lot 1909226 to investigate for this record. Bd has carried out a leakage test on the returned sample and determined that it did not represent the reported defect. Unfortunately, a definitive root cause was unable to be determined as well. Bd believes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. The device history review showed no indication of the alleged defect.

Event description:
It was reported that the bd 2 pc 10ml discardit ii¿ syringe w/o needle leaked during use. The following information was provided by the initial reporter, translated from german to english: verbatim: ¿leakage at the plunger of the syringe: liquid / runs through the plunger, it cannot be guaranteed if the patient received the correct amount of medication. Samples were sent to heidelberg.¿